Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: low flow alarms. Evaluation of the submitted log files confirmed power elevations and low flow alarms; however, a specific cause, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log contained relevant overlapping data from at 12:32:52 to (B)(6) 2020 at 5:28:42. On (B)(6) 2020 there were numerous events where the calculated flow was below the low flow threshold 2.5 lpm, resulting in 5 low flow faults and 4 low flow alarms. Additionally, from the (B)(6) 2020, there were numerous events where the pump power was elevated, ranging from 6.1-12.8 watts. The pump operated at the set speed for the duration of the captured data. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of this IFU entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 25jun2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump exchange was reported in MFR report # 2916596-2020-04061. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an hmll to hmlll exchange on (B)(6) 2020. The site communicated he was experiencing high powers in the 6's w with no left ventricle offloading when speed is turned up to 9000 rpm. During log file analysis, various set speed changes and alarms associated with the new implant were recorded. The most recent data appeared to show some elevation in power above 10watts. These power readings were above normal parameters and may be a result excessive load on the pump rotor. From (B)(6) there were multiple fixed speed changes ranging from 4400 rpm to 9000 rpm which caused the pump power to register powers from 6w to 12w. Since the afternoon of (B)(6) 2020, the pump power was in the 5w range with the fixed speed at 6400 rpm and no unusual events were noted.